Event description:
The distributor reported on behalf of the customer the following: a licox cmp was used as the monitor during a breast reconstruction procedure. Catheter was inserted with a large lumen needle. Shortly after stabilization, the temperature value stayed at 7 centigrade while the po2 fluctuated between 90 and 600 mmhg. Later, the catheter read lower values around 40 mmhg. The physician removed the temp plug to determine its effect. The values stabilized around 50 mmhg. The staff tried using the test plug which regulated the temperature reading to 22 centigrade; however, the po2 value showed 122 mmhg instead of 154 mmhg.